Manufacturer narrative:
A ge representative evaluated the system and repaired a connector. The system operates as intended.

Event description:
The customer reported the system had a connector that needed to be repaired. No pt injury was reported.